Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5175742. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
A voluntary MDR/medwatch report was received on 10/07/2025. It was reported that an alert/notification settings issue occurred. The date of event is an approximation. According to a report received via maude, the patient experienced loss of consciousness due to hypoglycemic shock. The report indicates that the dexcom g7 receiver, part number mt26403-0, stk-at-013, did not provide a low glucose alert at the time of the event. The incident occurred around (B)(6) 2023, when the patient¿s blood glucose dropped to a dangerously low level. Despite wearing the receiver, no audible alert or alarm was reported. As a result, the patient suffered severe hypoglycemia symptoms, including vomiting, shaking, and loss of consciousness. Details regarding the treatment and management of the hypoglycemic shock were not included in the report. The egv (estimated glucose value) on the receiver during the event was also not documented. No additional information was provided, and follow-up attempts to obtain further clarification from the reporter have been unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.